Manufacturer narrative:
(B)(4). The device was not returned to the manufacturing plant for investigation. A device history review was not performed due to the serial number of the alleged device being unknown.

Event description:
Medical records received on an unrelated customer experience indicate the peritoneal dialysis patient was treated on an unspecified date for uremic pericarditis. Additional information was solicited.

Manufacturer narrative:
Clinic review: lack of sufficient information precludes meaningful assessment as to what may have caused the pt¿s uremic pericarditis. It is unknown if the pt¿s uremic pericarditis occurred prior to initiating dialysis or during maintenance therapy. At this time, there have been no reported allegations of a liberty cycler malfunction or product defiance which caused or contributed to the uremic pericarditis event.